Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 501 mg/dl at the time of incident. Customer stated that they changed infusion set after doing a shot with insulin pen and the blood glucose level was 487 mg/dl after that 463 mg/dl the customer was assisted with troubleshooting. Customer reported that they did not feel okay. Customer stated that auto mode feature did not active and automatically adjusting insulin at time of high blood glucose. The insulin pump will not be returned for analysis.